Event description:
It was reported that about a week after implant, the patient presented to the emergency room with symptoms. A threshold test revealed right ventricular (rv) lead loss of capture. The heart rate of the patient appeared to be in the 40s. The rv lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.